Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 566 mg/dl due to a bent cannula. The customer experienced vomiting as a result of the high blood glucose. The insulin pump alarmed no delivery as well. The customer treated the high blood glucose via manual insulin injection; she also changed her infusion set and bolused. Troubleshooting occurred for the no delivery. A prime was performed and insulin exited successfully. The customer was advised that the insulin pump was working as designed. Two infusion sets were returned and two replacement infusion sets were sent to the customer.